Event description:
Additional information was received confirming system diagnostics results which resulted in high impedance with low output current. It was also reported that the device has been disabled. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the physician found impedance values far beyond the normal range. Based on the length of the implant it appears likely that the high impedance may be related to a fracture lead. The patient was referred for surgery. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient fell due to a seizure. The patient was then evaluated by the physician and it was noted that the electrodes were projecting in the soft tissue of the patient's neck. The physician requested that the company representative come and perform diagnostic testing to check the device. X-rays were then taken and sent to the manufacturer to be reviewed for a potential lead fracture. No obvious lead fractures were observed and it appeared that the connector pin was fully inserted into the generator. However the presence of a micro-fracture cannot be ruled out. It was unclear why the physician suspected there was an issue with the lead as diagnostic results had not been reported. No additional relevant information has been received to date.